Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardiac panel vs. Access. Patient's blood was drawn at 4pm on (B)(6) 2010 with a negative result on triage and a positive result on access. At 9pm on the same day, a second set was run giving a negative report on triage and positive on access. At 4am, a third set was run giving a negative on triage and positive on access. The patient diagnosis was not provided. No samples are available to be sent for testing.

Manufacturer narrative:
Investigation pending.